Event description:
Event description guidant received information that this patient went through multiple trauma during a repositioning procedure. The events were: the ventricular lead (non guidant) was repositioned due to low amplitude, followed by lead repositioning of the atrial fineline lead due to implant disturbance, and finally, repositioning of a patch lead (non guidant) that had dislodged. The code occured after the patient was medicated for the repositioning procedure.